Event description:
As reported by our affiliates in australia, this was a case of a valve-in-valve with a 26mm sapien 3 ultra valve inside of a 29mm non-edwards surgical valve in mitral position by transfemoral approach. During the procedure, the 26mm sapien 3 valve embolized into the ventricle. There was still wire position through the valve which enabled the valve, with a balloon, to be snared and pulled back into a mitral surgical valve position. Then, a second 26mm sapien 3 ultra valve was implanted to anchor the first valve to the surgical valve in situ. The result was not adequate for patient hemodynamics and clinical outcomes since neither the first nor the second 26mm sapien 3 ultra valves were allowing adequate blood flow through the valve. Both valves were working independently, which led to turbulence and lack of flow. Therefore, a 29mm sapien ultra valve was implanted within the previous two valves with good result. The patient was recovering well with good hemodynamics on echo. As per medical opinion, the root cause of the valve embolization was challenging positioning when implanting due to the angle of the transeptal puncture and surgical valve.

Manufacturer narrative:
H6-clinical code: hemodynamic instability. Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. Corrected section h6: component code and device code. The device was not returned for evaluation as it remains implanted. The provided imagery was evaluated and revealed the following: three transcatheter heart valves were implanted in mitral position. The 2nd and 3rd valves appeared under-expanded. The complaint for valve improper leaflet coaptation was unable to be confirmed due no applicable imagery was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per imaging evaluation, the incident valve (2nd) was implanted too atrial, so the leaflets of the first valve were still moving or functioning. However, 2 sets of functioning leaflets (1st and 2nd valve) will need higher volume of blood or pressure to open two (2) sets of leaflets during ventricular diastole (blood flows from la into lv), less blood volume or low pressure can result in less blood flows into the left ventricular, and the valve leaflets can be fully opened with small eoa (effective orifice area). Due to less blood into the left ventricular, the blood back flow pressure is decreased, which can affect the valve leaflets coaptation during the ventricular systole, resulting in leaflet improper coaptation. As such, available information suggests that procedure factors (2 valves' leaflets working independently) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.